Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 528 mg/dl and 253 mg/dl. Customer did receive a sensor updating alert. Customer did not receive a calibration not accepted alert. Customer did not receive a change sensor alert. The insulin pump will not be returned for analysis and the sensor will not be returned for analysis.